Manufacturer narrative:
Concomitant medical products: model: ddbc3d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high pacing impedance and high rv defibrillation coil impedance. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.